Event description:
It was reported that a message was displayed when booting up the programmer. Technical support (ts) had the caller disconnect all peripherals from the programmer. Ts had the caller cycle power 2 times without any connections. The caller then reconnected all peripherals and powered on the programmer. The message should appear at this point, and it did. Cycled power to verify message would not appear again and it did not. The programmer remains in use. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).